Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of channel error code 242.4030 could not be replicated or confirmed within the device error log during the investigation. The pump module was left infusing for a period of 24 hours during which the 242.4030 error related to the motor stall could not be replicated or found. (B)(4). External and internal inspection process did not find any issues that may have been a contributing factor for the reported issue. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.